Manufacturer narrative:
Additional information: section h4 (device mfg date) has been updated based on the retunred product download. Reader (B)(6) had been retunred and investigated. Performed a visual inspection on the retunred reader and damaged to usb port was observed. The damaged usb port would prevent the customer from charging the reader which would lead to the reader not turning on.therefore, this issue is not confirmed to use. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre reader and verification of correct cable and adapter were reviewed. The dhrs showed that the libre reader passed all tests prior to release and the correct cable and adapter were part of the kit pack. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/power issue was reported with the adc device. The customer was unable to obtain readings due to a fast-draining battery. As a result, the customer experienced a loss of consciousness and a symptom described as "sugared". The customer had contact with a healthcare professional (hcp) and was treated with glucose infusion for the diagnosis of hypoglycemia. No further treatment was required. There was no report of death or permanent impairment associated with this event.

Event description:
A battery/power issue was reported with the adc device. The customer was unable to obtain readings due to a fast-draining battery. As a result, the customer experienced a loss of consciousness and a symptom described as "sugared". The customer had contact with a healthcare professional (hcp) and was treated with glucose infusion for the diagnosis of hypoglycemia. No further treatment was required. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader (B)(6) had been retunred and investigated. Visual inspection has been performed on the returned reader and damage to the usb port's connector pins was observed as well as liquid ingress contamination. The damage to the usb port and liquid ingress contamination would prevent the reader from charging. The issue is not confirmed due to contamination and damage in and around the usb port which would prevent the reader from charging and powering on.section h-10 has been updated as additional investigation has been performed.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. Section was populated with the model# for germany as the fs libre 3  reader is not approved for market in us. N/a was populated as fs libre 3 reader is not approved for market in us, however libre 3 is same/similar to libre 2 which is currently on market in the us. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/power issue was reported with the adc device. The customer was unable to obtain readings due to a fast-draining battery. As a result, the customer experienced a loss of consciousness and a symptom described as "sugared". The customer had contact with a healthcare professional (hcp) and was treated with glucose infusion for the diagnosis of hypoglycemia. No further treatment was required. There was no report of death or permanent impairment associated with this event.